Event description:
It was reported to medtronic neurosurgery that approx two years after the implantation of cranial mesh in 2008, the pt began to leak bloody fluid from the incision site. According to the report, the pt had developed an infection in the skull, and the cranial patch was angulated by 20 degrees away from the occipital bone. The report stated that the patch was subsequently removed, along with five screws that were used in the implantation surgery.

Manufacturer narrative:
The product was not returned to the MFR. Therefore, an eval of the screws was not possible. A review of the mfg records was not possible as no lot number was provided. The instructions for use that accompany timesh products state that the product is provided non-sterile and must be cleaned and sterilized before use. Although, five screws were explanted, the reported event did not allege malfunction of the screws.